Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right coronary artery (rca) that had restenosed 80%. A 4x15mm trek balloon was used during the procedure and inflated between 10-14 atmospheres. Then during the final x-ray control with contrast medium, the complete balloon material detached and was flushed into the proximal rca. Attempts to retrieve the balloon material were unsuccessful. The balloon material was covered with a 4x15mm xience pro stent in the proximal segment of the rca. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon separation; however, the additional treatment and device embedded in tissue or plaque appears to be related to circumstance of the procedure. Factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.